Event description:
It was reported that the patient was experiencing a lot of seizures. The patient had recently changed neurologists and their current neurologist was unsure if the patient's seizure rate had increased since they had just began seeing the patient. The physician did not have an assessment on the relationship between the patient's potential increase in seizure frequency and the vns. The physician indicated that some external factors that may have contributed to the seizure frequency were antibiotics, increased ammonia, and low depakote levels. No further relevant information has been received to date.